Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a replace battery now alarm. The customer's blood glucose was 75 mg/dl at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in manufacturing mode. Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test. Pump errors limits were in specification, however the power management graph indicated connector resistance issue. Multiple unexpected replace battery now alarms were present in the insulin pump history file due to connector resistance issue. Connector on printed circuit board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for a day with the unit functioning properly during testing as shown in the power management graph. Unable to perform displacement test and occlusion test due to missing retainer. Unit was received with missing reservoir tube o-ring, partially broken off reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, faded serial number label, peeling end cap address label and corrosion in battery tube.